Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/27/2019. Evaluation: sample was evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Sample was found in good condition. Plate was activated and de-activated several times without any issues. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak and a leak was identified. Reservoir present a damage on the back side of the exit port sealing area. Sample was tested underwater and leak was confirmed due to bubble came from that section. Failure mode reported by customer as "reservoir got swelled spontaneously" was confirmed on sample received due to sample has a leak close to the exit port. Based on the present analysis, it is determined that the reported complaint is a manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/7/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a sales rep that, the reservoir got swelled spontaneously during use. The lot number is jt8785. Further details are not provided. There were no adverse consequences to the patient.